Event description:
It was reported that air bubbles were visualized. During preparation for a pulsed field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation, a farawave pfa catheter was selected for use. Upon opening the farawave catheter out of the packaging on the back table, the small flush tubing on the back of the catheter appeared to have air bubbles that would not aspirate out of the catheter. The tubing in the plastic may have been discolored, but this was not confirmed. The catheter was replaced, and the procedure was completed without patient complications. The catheter has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, no outer abnormalities were observed. A test guidewire was attempted to be inserted through the catheter. The catheter was deployed to basket successfully. Subsequently, flushing was tested in all positions, and no abnormalities were found. In addition, a build-up of adhesive in the discharge tube was observed, however, this build-up does not affect the operation of the catheter. The reported air ingress event was not confirmed through analysis.

Event description:
It was reported that air bubbles were visualized. During preparation for a pulsed field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation, a farawave pfa catheter was selected for use. Upon opening the farawave catheter out of the packaging on the back table, the small flush tubing on the back of the catheter appeared to have air bubbles that would not aspirate out of the catheter. The tubing in the plastic may have been discolored, but this was not confirmed. The catheter was replaced, and the procedure was completed without patient complications. The catheter has been received at boston scientific's post market laboratory.